Manufacturer narrative:
On 1/14/2020, mentor received additional information regarding the date of explantation and the condition of her left-sided capsular contracture. The patient is scheduled to undergo explantation on (B)(6) 2020. The baker grade of the capsular contracture is iii. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture, skin irritation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast augmentation with two 300cc mentor smooth round high profile experienced postoperative bilateral capsular contracture (grade unknown) and redness on her breasts. The patient states she is having a hard time moving her arms because of the pain. As a result, the patient is scheduled to undergo removal and replacement in (B)(6) 2020. This report is for the left prosthesis.